Event description:
Reporter indicated that a programming anomaly occurred. The patient's generator was found programmed unexpectedly to 180 minutes off at an office visit. The patient was reprogrammed and no further problems have been indicated by the site. Review of programming history has not found a cause for the change of settings.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.